Event description:
It was reported the esc and act button were not responding. Customer attempted to change the battery in hopes of resolving issue and it issue continued. Customer was attempting to enter carbohydrates and numbers started ramping. Customer reported the insulin pump had alarmed motor error a month ago but was resolved, when asked if caller recalled any significant events that may have caused the keypad issues. Customer was advised to discontinue use of the device and revert to back up plan. Customer's blood glucose was 4.5mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. Numbers do not ramp up on its own or scroll bar moving with no input. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has minor scratched lcd window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.